Event description:
Reportedly, a piece of plastic disengaged from the trocar. However, the plastic piece was retrieved and the case completed without incident. Procedure: laparoscopic cholecystectomy. Pt status: no pt injury reported.